Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(6) 2012. Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer¿s comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Intense pain [pain]. Case description: spontaneous report was received on (B)(6) 2012 from a consumer regarding a female (age not provided), initials unknown. The pt¿s medical history was significant for use of synvisc 6 months ago. On an unspecified date at the end of (B)(6) 2012, the pt initiated treatment with synvisc injection at 2 ml into an unspecified location. The synvisc lot number was not provided. On (B)(6) 2012, the pt received the second injection of synvisc. On (B)(6) 2012, the pt experienced intense pain and was treated with steroid injection into the knee and taping. Action taken with synvisc was not provided. At the time of the report, the outcome for the event of intense pain was not yet recovered. Relevant concomitant medications were not provided. The intensity for the event of intense pain was not provided.